Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer provided that patient is an adult (patient over 18 years old.)

Event description:
It was reported that during a primary cisplatin(540ml) chemo infusion, programmed at a rate of 540 ml/hr. To infuse over 1 hr, the user noticed air drawn into tubing collapsing the drip chamber. The rn reported there is a delay in the infusion in which the patient did not fully receive the total amount of chemotherapy. The customer reported that there was no patient harm due to the delay in the infusions.